Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that noise indicated to be 60 hertz noise was observed on stored episodes. The patient thought they were cleaning their house at the time of the episodes. The implantable cardioverter defibrillator (ICD) remains in use. No patient complications have been reported as a result of this event.